Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The contrast, up, and down buttons were found to be intermittently responding to presses; the contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the button contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.